Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported that there was a suspected problem with the device or therapy. MRI guidelines were requested. It was noted that the hcp reported the MRI was not related to the pump or therapy. Although no direct allegation was made against the pump or therapy, they went on to say they were checking for an epidural abscess. No further symptoms were mentioned. The indications for use were non-malignant pain and chronic low back pain. Drug information on the medication being delivered by the system was unknown. The results of the MRI, actions/interventions taken, and outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.